Event description:
It was reported that the customer had low bgs that they discontinue the pump use. The customer did not have any symptoms of low sugar level. The paramedics were called out and the customer was not coherent. The customer stated the they were bolusing only a few units.